Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd), which caused peritonitis. It was unknown if retraining was performed. The patient died and the nurse reported the cause of death was low potassium and peritonitis. Pd therapies were ongoing until the time of death. The peritonitis was not resolved at the time of death. No autopsy will be performed. No further information was provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A sample was not requested as this event involved use error and there was no allegation of a product malfunction. Should additional information become available, a follow-up report will be submitted.